Event description:
Per the audiologist's report, the pt began experiencing facial nerve stimulation when using a new type of sound processor in 2007. The pt is able to hear using the cochlear implant system. The results of integrity tests done on the following month and next month were consistent with malfunction of the receiver/stimulator. Short-circuit electrodes were also noted. The pt has an appointment with the cochlear implant surgeon late the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.